Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider states the brace under the commode is broken. No injuries noted.